Event description:
Site indicated post-op thigh pain. No history or causative event. Device related is yes. Transient thigh pain - stem related. Not serious. No treatment; resolved (B)(6), 2010. Patient complaints of stinging in mid to dist. Ant. Left thigh when carrying objects.

Manufacturer narrative:
The information on this per was provided by stryker orthopaedics clinical affairs department. No additional information is available at this time. As per information received, the devices are not available at the time of the per due to the ongoing litigation. Additional follow-up information may be obtained by the clinical affairs as it becomes available. If additional information becomes available then it will be submitted in a supplemental report.